Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of the returned sample; 213 is based upon evaluation of the returned sample and the user facility information. One 6f angio-seal vip was received for product evaluation. The locator, guidewire, hemostasis sheath, and poly foil pouch were returned for evaluation. Visual inspection revealed that the locator was returned partially inserted into the hemostasis sheath and were not mated. There was a deformation noted on the locator (locator slightly bent in curved shape). Upon microscopic analysis, there were not any kinks on either component. Functional testing was performed, the hemostasis sheath was mated with the arteriotomy locator. A tactile click snap was heard. The locator / sheath assembly was snapped as intended. No functional anomalies were noted with the components and the bend on the proximal portion of locator has no effect on the locking. The outer diameter of the arteriotomy locator was measured 0.0907" and found to be within the manufacturer specifications. The curvature on the locator was the artefact of use or packaging and not related to the alleged user experience issue. The complaint could not be confirmed for the alleged failure of the locator/sheath assembly issues. There were no functional anomalies noted with mating or disassembling the hemostasis sheath with the locator. The exact cause of the event experienced by the user cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed. The patient was reported to be doing well. There was no patient injury, medical/surgical intervention required. The procedure outcome was reported as all is well. Additional information was received on 21sep2020. The procedure was an angiogram using a 6fr. This was a catheter issue not a deployment issue, it would not lock. Hemostasis was achieved by manual compression. The patient's condition was stable.